Event description:
Sales relayed a report from another country, where the users are experiencing differences in the etco2 conversion between % (percentage) and mmhg (partial pressure). They have 4 model 91518 multigas modules (software version 1.00.07) mounted in our focus anesthesia machines. The atmospheric pressure in bolivia is close to 500 mmhg, so the doctors expects normal etco2 reading of around 25-35 mmhg. As they were observing higher readings in all of their units since the installation (around 35-45 mmhg of etco2), they called the distributor service engineer. Testing was performed by the local distributor service engineer with calibration gas. The reading was very good when the measuring units were configured in %. But when they changed units to mmhg (partial pressure) the conversion was failing.

Manufacturer narrative:
This issue is the subject of a field corrective action that has been reported to the FDA's seattle district office. This report is intended to service as the initial and final medical device report on this matter.